Event description:
It was reported that a symptomatic patient was experiencing pacemaker mediated tachycardia. The patient feels symptoms of fatigue. Programming changes were made. The patient is fine and will be followed normally.